Event description:
On (B)(6) 2009, an spontaneous report was received from a physician assistant (pa) regarding a (B)(6) female, who received an injection of perlane (cross-linked hyaluronic acid dermal filler) and an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included an allergy to penicillin. Concomitant medications were unknown. The pt received injections of perlane, 2 cc total (2 syringes), and restylane, 4 cc total (4 syringes), on (B)(6) 2009, to the nasolabial folds. Pre-procedure medications included topical betacaine with 99% alcohol afterward. It is unknown if any additional procedures were performed at the time of implantation. Initially, the pt was very pleased with the result. On (B)(6) 2009, the pt reported redness and thought she might have an infection. On (B)(6) 2009, the pt was prescribed keflex (cephalexin; dosage unknown). On (B)(6) 2009, the pt reported a fever of 104.0 fahrenheit and was going to the hospital. The pt was subsequently admitted to the intensive care unit (ICU). The pa stated many tests and cultures were performed. Results not provided. On (B)(6) 2009, the pa reported not knowing if the pt was still hospitalized and no further info.

Manufacturer narrative:
Additional info has been requested. The other suspect medical device identified in this report, restylane, has been reported as mrn# 2032896-2009-00006 (B)(4).